Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Ref MFR reports: 1627487-2013-04643 and 04644. It was reported the pt had stimulation, but it was not providing full stimulation coverage. The pt had been reprogrammed multiple times, and each time received effective stimulation immediately after the appointment. It was reported the pt had stimulation but was not satisfied with the relief provided. Multiple contacts had invalid impedances. X-rays did not reveal any anomalies, but it was reported the system was auto-reducing. F/u identified the physician replaced both leads and the ipg. It was reported the lamitrode had multiple invalid impedances (device 1). The tip of the octrode had broken off into the header of the ipg and was also missing several electrodes (device 2). It was reported the surgery was extended for about 1.5 hours. It was also reported the pt received effective stimulation postoperative with the new scs system.